Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device. The date of the event is an approximation. On 05/12/2025, the patient experienced inaccurate cgm readings. The exact number of days the sensor had been in place prior to the event is unknown. The reporter was unable to recall specific details, describing the experience as ¿blurry.¿ although no symptoms were reported, the patient was taken to the hospital due to concerns that ¿the readings¿ were too low. No specific glucose values were provided from the time of the low readings. The patient was hospitalized for four days; however, no specific treatment details were reported. During the event, several discrepancies between cgm and blood glucose (bg) readings were noted: cgm readings: 248 mg/dl, 159 mg/dl, 165 mg/dl, 168 mg/dl. Corresponding bg reading: 150 mg/dl. Later cgm readings: 168 mg/dl, 184 mg/dl, 200 mg/dl, 173 mg/dl. Additional discrepancy: cgm 168 mg/dl vs. Bg 249 mg/dl (timing unclear). There was no documentation of further medical intervention. At the time of reporting, the patient was stable and doing well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator prior to the patient being taken to the hospital. The reported glucose values fall within the b zone of the parkes error grid at an unspecified time. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction was updated. It was clarified by the reporter (the patient¿s parent), the patient was hospitalized approximately three weeks ago, around (B)(6) 2025. The exact date of admission cannot be confirmed. The parent reported that the patient experienced significant discrepancies between cgm and bgm readings, citing examples such as: cgm: 40 mg/dl vs. Bgm: 240 mg/dl, cgm: 240 mg/dl vs. Bgm: 50 mg/dl, cgm reading as "low" while bgm showed 500 mg/dl. At the hospital, the parent was informed that if the patient¿s blood glucose was indeed as high as 500 mg/dl, it would be difficult to bring it down quickly. The parent also noted that the patient vomited and had ketones present. The patient reportedly stayed in the hospital for four days, though the parent was unable to recall the exact dates. As of the time of reporting, the parent stated that the patient is currently doing okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. Based on the example given, the reported glucose values fall within the c and d zone of the parkes error grid during an unspecified time. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.